Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-01471 for the other associated device info. It was reported to boston scientific corp in 2009, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed one day prior. According to the complainant, during the procedure, the resolution clip would not advance from the sheath. The device was not in a retroflex position. Initial device was removed. A second resolution clip device was utilized which presented difficulty releasing from the cable. The second resolution clip device was used to complete the procedure. These issues delayed the procedure one to five minutes. There has been no report of injury as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.